Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert,analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lia) rv lead integrity alert warning for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(4) 2014. Rv pace lead impedance was greater than 3000 ohms on (B)(4)-2014. Sensing integrity counts went up to 3206 (within 19 hours) along with vt-ns and high rate-ns episodes and evidence of oversensing on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. There was also high impedance, high threshold and no capture at high output on the right ventricular (rv) lead. During pocket manipulation, there was oversensing detected. It was noted under x-ray, the lead was fractured under the clavicle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.